Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, implanted: (B)(6) 2008, product type: extension; product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2008, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4) no longer applies.

Event description:
Additional information received from the consumer reported that the implant lasted 14-15 months, whereas her previous ones lasted longer. It had been due to normal battery depletion.

Event description:
It was reported the patient was unable to adjust stimulation and the display was showing estimated replacement indicator (eri) then showed end of service. (Eos). The patient said they would be upset if their battery was dead because they were told the new one would last longer than the previous device which lasted five years. This device had only been in for 14 months. The patient was upset about the device not functioning because it was not good when ¿half your body fails on you.¿